Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the event ¿foreign material was in the nozzle¿ was confirmed. It could not be specified what the foreign material was and the root cause of the remaining foreign material. However, it was confirmed that there was no deformation on the section of the device with the foreign material. It was also confirmed that the reprocessing was implemented in line with the instructions for use (IFU). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. The event can be detected and prevented in accordance with the following IFU: ¿ the instruction manual gif/cf/pcf-290 series describes how to detect for the suggested event in chapter 3 preparation and inspection. ¿ the instruction manual gif/cf/pcf-290 series reprocessing manual describes how to prevent the suggested event in chapter 5 reprocessing the endoscope (and related reprocessing accessories). The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that due to wear of the angle wire, bending angle in up direction did not meet the standard value. Due to wear of the angle wire, bending angle in the up direction did not meet the standard value. Nozzle had foreign objects. Due to wear of angle wire, the play of the up/down knob was out of standard value. Adhesive on the distal end had a chip and crack. Adhesive around the light guide lens was peeled. The universal cord had a wrinkle. The forceps channel port was shaved. The suction cylinder was shaved. The paint on the suction cylinder is peeled. Paint on the air/water cylinder was peeled. The control unit had discoloration. Due to a scratch on the objective lens, the image had partially dark area. In addition, the plastic distal end cover, the connecting tube, the objective lens, the scope cover unit, the scope connector, the universal cord, the grip, the scope cover, the switch box, the lock engagement lever, the free engagement knob, the up/down/left/right knob, and the control unit were all scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. The customer was able to clean, disinfect and sterilize the subject device prior to sending it to olympus. The user facility had no idea of what the foreign object was that adhered to the scope. There was no delay between the end of clinical use and the start of pre-cleaning. The air/water nozzle was flushed with water and air. There were no abnormalities in the accessories used for reprocessing. There was no response if the endoscope was pre-soaked in a detergent solution. The air/water nozzle was wiped/brushed with clean lint-free cloths, brush, or sponge. The air/water nozzle was flushed with a detergent solution. There was no response from the facility if there were any other concerns regarding the reprocessing.

Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope had reduced angulation. The issue was found during reprocessing. Inspection and testing of the returned device found foreign object inside the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.